Event description:
To administer my insulin I retrieved 3 unifine pentips from a box of 100 and there were no peel off covers to keep them sterilized. Pt code: 4580. Device codes: 2306, 2975. Ref reports: mw5179990, mw5179992.